Event description:
Report received on a bilateral iliac kissing stent case with left iliac artery stenosis. Stent did not appear to inflate - resistance was felt as if possibly something was blocked in the catheter lumen and balloon did not inflate. Stent delivery catheter was removed and a new stent was successfully deployed via a new introducer sheath.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.